Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the main board controls the front panel, and it is presumed that the front panel was blinking due to a failure of the main board and the lamp button did not function. Since the device was manufactured over 12 years ago, it is likely that the parts on the main board deteriorated over time, resulting in failure of the main board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed due to a faulty main board intermittently failing to activate the turret. Replacement of the main board was required to resolve the issue.

Event description:
A user facility reported to olympus that the front panel lights were flashing and the lamp button would not function. There was no patient injury or harm, associated with the problem, reported to olympus.